Event description:
Lasso catheter distal shelf was stuck and trapped in the mitral valve during procedure. Dr. Had a hard time pulling it out. Eventually it was pulled out without any adverse consequences to patient.